Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip would not fit through the cannula during a surgical procedure. The laser probe was exchanged to complete the procedure with no patient harm.

Manufacturer narrative:
Two (2) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples found excess adhesive on the nitinol- cannula junction on both probes. The samples were then inserted in a 25 gauge trocar cannula where they were stuck thus, replicating the reported event. The probe was manufactured on november 21, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The probe was manufactured on november 21, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).